Event description:
It was reported the patients ipg was unable to communicate with external devices. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event of inoperable ipg was confirmed. As received, the battery voltage was below the elective replacement indication (eri) voltage threshold and the ipg had declared end of service (eos). An estimate of longevity determined that the ipg battery had depleted prematurely. The root cause of the premature battery depletion was due to an electrical component degradation in the hybrid circuitry. This resulted in the ipg battery depleting at a higher than expected rate.